Event description:
It was reported that during the pre-test, the tip of the sensor was positioned inside the foley catheter balloon while inflating it, resulting in a 10:0 uneven inflation. The temperature sensor tip was located in front of the balloon.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (7) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx0313. Visual inspection noted that the balloon was partially inflated upon receival of sample. Deflated balloon passively using returned syringe with no cuffing or leaks noted. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 100:0 as compared to attachment 1 of tm0300903 (rev 3). The balloon passively deflated with no cuffing or leaks noted, returning 10ml of solution. This is out of specification per inspection procedure ip7603444, revision 0, which states, balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the results of the investigation, no additional actions can be taken at this time. Corrections: d, e, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the pre-test, the tip of the sensor was positioned inside the foley catheter balloon while inflating it, resulting in a 10:0 uneven inflation. The temperature sensor tip was located in front of the balloon.

Event description:
It was reported that during the pre-test, the tip of the sensor was positioned inside the foley catheter balloon while inflating it, resulting in a 10:0 uneven inflation. The temperature sensor tip was located in front of the balloon.

Manufacturer narrative:
The reported event was confirmed cause unknown. Received (7) photo samples. The photo sample was returned and could not be evaluated for the reported failure. Received 1 all silicone foley catheter with syringe. Verified material number 119314 and manufacturing lot number ngjx0313. Visual inspection noted that the balloon was partially inflated upon receival of sample. Deflated balloon passively using returned syringe with no cuffing or leaks noted. Using the returned syringe, the catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) and the balloon concentricity was observed to be 100:0 as compared to attachment 1 of tm0300903 (rev 3). The balloon passively deflated with no cuffing or leaks noted, returning 10ml of solution. This is out of specification per inspection procedure ip7603444, revision 0, which states, balloon testing for symmetry must not exceed a ratio of 70:30 when measured from the side of the shaft. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.